Manufacturer narrative:
The investigation for product damage (guidewire damage - peripheral vessels) has been completed. The cause of the guidewire damage was not determined because no product was returned and not enough clinical information was given. The following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05263: d6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank. G1 reporting contact fax number missing.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 81-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The cp placement was delayed. The pump delivery was complicated by the interaction of the pump and .018 wire. The .018 guidewire kinked and was replaced with no further complications. No patient harm reported due to the issue.